Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the ratchet was stuck on the bottom roll. The upper gear guard, bottom roll, and ratchet gear were damaged and replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. E1 telephone number: (B)(6). G2 country: canada.

Event description:
It was reported that outside of surgery the wrench is stuck on the mesher shaft. It is unknown if there was patient involvement. During product evaluation, it was found that the ratchet was stuck on the bottom roll and was not able to move up and down. Due diligence is complete and there is no additional information available. There was no adverse event associated with the malfunction.